Event description:
The pig's tail was straightened with a black cutter tube and then found that it could not pass through the wire, so it was replaced with a new one and continued to be used. Event is FDA MDR reportable based on the lab evaluation on (B)(6)2025 as the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent¿ which was observed during the lab evaluation. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-jul-2025.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 10-jul-2025 _____________________________________ investigation - evaluation device evaluation 1 unit of zebd-7-5 of c2173827 lot number was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 22nd jan 2025. Refer to the product return object (pr-70087) examination of returned device field for lab attendance and lab evaluation notes. Visual inspection: kink observed on the 02nd porthole of the tapered end of pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kink. The reported failure was observed. Photographic evidence was returned for evaluation. The review of the photo determined that the stent is damaged at the pigtail. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for of zebd-7-5 of c2173827 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is no evidence suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. Based on the information provided a possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wireguide. (Ref att. 05-may-2025 re cn-063360_additional information request_ts 13may2025). Another possible cause of this complaint may be that the kink occurring during the handling of the device in preparation for its use. Confirmation of complaint: the complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. Based on the information provided a possible root cause could be attributed to the kink occurring while it was being straightened, as it was being loaded onto the wireguide. (Ref att. 05-may-2025 re cn-063360_additional information request_ts 13may2025). Another possible cause of this complaint may be that the kink occurring during the handling of the device in preparation for its use. The complaint is confirmed based on visual/functional inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.